Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/20/2013 with the following findings: the black box review shows multiple consecutive ¿por¿ events and multiple persistent 128 ¿replace battery alarms on the reported date of (B)(6) 2013. Visual inspection shows evidence of moisture ingress on the display screen. The pump failed a leak test due a display lens leak. The battery compartment is undamaged, no battery cap was returned with the pump, a test battery cap was able to fit and to maintain electrical connection. The pump powers ¿on¿ and displays ¿verify¿ screen, the pump alarmed with 177 ¿replace battery¿ and auditory alert is inoperable upon start up. The display screen has line distortion. The pump was primed and exercised for 24 hours. No power interruption occurred during the duration test. All current draws were found above the specifications. Unable to take the audible sound due auditory failure. The pump¿s case was removed, moisture corrosion was found on the pcb to the power circuit, the keypad flex/connector, the display screen, the piezo-circuit and to the rf circuit.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (power issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.